Manufacturer narrative:
(B)(6) follow up report for correction and device evaluation. The event/product problem was incorrect in the initial MDR. Correct event/product problem is plunger rod broken/damaged. Annex a code was incorrect in the initial MDR. Annex a code should be a0202 - defective component. A device history review was conducted for lot number 4234802. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, photographs were provided to aid in our investigation. Our engineers confirmed the presence of broken plunger rod phalanges in the images provided. Based on the location of the fractures our engineers have determined that this event is related to the manufacturing process, most likely being caused by the misalignment of the positioning guides. A review of the maintenance logs confirmed that the positioning guides were adjusted during the manufacture of this batch. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe plastipak 5ml s/su barrel was cracked. The following information was provided by the initial reporter: six 5ml syringes are found to be defective; part of their body is broken. Additional information received on may 29, 2025 was the reported nonconformity observed before, during or after use of the device? - the nonconformity was observed prior to use of the device, once it is removed from its packaging for use. Were any patients affected as a result of this incident? If yes, please provide relevant details. - no patients were affected. Did this incident result in any fluid leakage? - as the device was used, no leakage occurred. Can the physical device be returned to facilitate our investigation? If yes, please provide a shipping address so we can send you a shipping label to return the unit(s). - the units with the novelty were delivered additional information received on may 30, 2025, was the reported nonconformity observed before, during or after use of the device? - during were any patients affected as a result of this incident? If yes, please provide relevant details - no did this incident result in any fluid leakage? - the service does not provide this information additional information received june 3, 2025, is the sample related to this incident available for analysis? Please be informed that these units were already delivered with other reports on may 22nd to bd representative with issue # 29959, we are waiting for technical and commercial response.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.